Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation. Black box dates from (B)(4) 2013. Complaint was logged (B)(4) 2013. There is no black box data to support that timeframe. One alarm 088 watchdog error observed in alarm history on (B)(6) 2013 at 06:34. There was evidence of moisture contamination observed inside battery compartment. Investigators exercised pump for 24 hours with a 1 unit per hour basal program. No related warnings / errors duplicated. The leak test passes. Removed pump case. No evidence of additional moisture contamination found inside pump. Inspected component u38 (watchdog up) and other components in the watchdog circuit, no evidence of moisture or loose components. Investigators were unable to duplicate alarm 088 error as observed in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.